Event description:
On 10th october 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy toric rao615x. The event description provided states that a mark on the lens was observed following implantation into the eye necessitating explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that folloiwng implantation into the eye a mark was observed on the lens. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens" sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone galaxy toric rao615x batch 065271919 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to determine the cause of the event.